Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator will not hold a charge. The patient underwent an ipg replacement procedure. The explanted device will not be return.